Manufacturer narrative:
Product analysis of part # 6642002, lot # em15h049: visual and optical inspection confirmed the hex tip of the retaining driver has been stripped/damaged. The tabs at the tip of the driver are bent inward not allowing the center shaft to move freely. The inner sleeve has been pushed down the shaft from over tightening the shaft nut. This is causing the inner obturator to not retract upward far enough which pushes the tabs in to release and retain the set screw. This type of failure is consistent with bent stress overload during angulation and torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that during servicing it was noticed that the driver does not attach to the set screw, the latch of lid was damaged, the sleeve that switches the handle from forward to reverse was seizing up and the driver was stripped. There were no further complications reported regarding the event.